Event description:
It was reported that catheter issue occurred. The 75% stenosed target lesion was located in a severely tortuous and calcified vessel. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. Here was no problem with the image during preparation, however, during insertion, image loss occurred and the display suddenly became completely dark. It was noted that air was not fully removed during the preparation flush. The procedure was completed without the use of this device or a replacement device. No adverse patient outcome was report